Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon evaluation, the trunk cable was cut through the internal wires. The cause of the check belt messages is damage to the white (drvn_gnd) and black (main batt) wires inside the trunk cable. The root cause of the cut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.